Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. The patient experienced pain, erosion, infection, and urinary problems. It was reported that patient underwent transurethral resection on (B)(6) 2011 due to abnormal voiding and burning with urination and mesh erosion. (B)(4) in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria.